Event description:
It was reported that "surgeon was removing screw from patient, to redirect. He could not back it out with the polyaxial screw adjustment tool. He began threading sleeve of xia 3 polyaxial driver into head of screw. Once seated, surgeon went to back screw out when the head of screw broke off. He used a needle forcep to remove screw shaft. He then inserted a new screw and finished construct per surg. Tech surgeon noted that head of screw was fixed prior to seating driver."

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.